Event description:
A patient with severe spondylolisthesis underwent a procedure at l5-s via plif. It was reported that a cage, which was placed first from right side, migrated anteriorly when inserting the second cage from left side. A revision surgery will be performed.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device with a product code max was cleared in the united states. (B)(4). This part is not approved for use in the united states; however a like device PMA # k110562 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.